Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with cracked keypad overlay at select button, scratched case, missing reservoir tube o-ring, minor scratched display window, broken reservoir tube lip, cracked at battery tube side and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 10 mmol/l at the time of the incident. The customer stated that the screen is scratched and the plastic ring at the top of the reservoir compartment was broken. The product was returned for analysis.